Event description:
This is to document an event of a 29mm biocor tissue valve tear. No additional information was available.

Manufacturer narrative:
An event of a tear in a biocor valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This is to document an event of a biocor tear. No additional information is available, but is being requested.